Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 9 mg/dl. Additionally, due to a car accident, the customer experienced headaches and pain on the left arm. The customer received treatment via intravenous (IV) from emergency medical service (ems). Reportedly, the customer had the basal rate incorrectly set at 7 unit/hour (u/hr), instead of 0.7u/hr. Review of the pump data logs by tandem technical support verified that the customer changed the basal rate to 7 u/hr. Additionally, the customer's maximum basal rate notification declared to indicate that the basal rate the customer was trying to set was two times the value of their highest basal rate settings. The customer acknowledged the information provided.